Manufacturer narrative:
Submit date: 10/31/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit infused more than 10%. The unit was triaged and the complaint could not be confirmed. The unit passed all testing. Kangaroo epump was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 06/02/2016 an investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit is not dispensing the correct amount.